Manufacturer narrative:
The investigation of the returned coil system found the implant severely stretched at the proximal section, separated from the pusher, and partially stuck inside the returned microcatheter. Furthermore, the pusher was found broken at the proximal section, and stuck inside the returned microcatheter. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The returned microcatheter was found to be cut at the proximal section, and kinked at 57cm from the distal tip, which may have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that during embolization treatment of a fistula of the cavernous sinus, an embolization coil implant detached within the microcatheter. The doctor attempted to push the coil into the fistula but was unsuccessful. The implant floated into the parent vessel. The doctor used a snare device to remove the coil successfully. The procedure was completed with other coils and there was no patient injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. A supplemental report will be submitted with the investigation results when completed. The instructions for use (IFU) identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that during embolization treatment of a fistula of the cavernous sinus, an embolization coil implant detached within the microcatheter. The doctor attempted to push the coil into the fistula but was unsuccessful. The implant floated into the parent vessel. The doctor used a snare device to remove the coil successfully. The procedure was completed with other coils and there was no patient injury.